Event description:
It was reported that prior to a device changeout procedure, capture anomalies and high thresholds were observed on the left ventricular lead. The patient reported experiencing phrenic nerve stimulation. The lead was explanted and replaced during the changeout procedure. The patient tolerated the procedure well and would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.